Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited telemetry difficulty issues with no conclusive evidence of a malfunction; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) experienced difficulties establishing a telemetry connection in clinic. The device was able to perform a remote interrogation session which was reviewed. Boston scientific engineers confirmed that the device detected four scans trying to establish a connection with only the last one resulting in an interrogation session. They could not determine the cause for the telemetry difficulties during the in-office session.